Event description:
It was reported that the pump did not recognize the filled cartridge during a routine cartridge change and that the rewind step was unable to be completed. No further information was available.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing. The pump performed the ezprime steps without issues. The pump was opened and no defects were found with the force sensor.